Event description:
Customer reported that the insulin pump started to vibrate while at the pool. He stated that he had changed the battery out and that the screen went blank. Customer stated that the buttons also were not responding. He stated that the kids at the pool may have splashed the insulin pump with water. He stated that the insulin pump was vibrating without giving an alarm and that the display went blank immediately after being exposed to moisture. He reported that there was a constant tone. The blood glucose reading was 89 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.